Event description:
It was reported that the shaft broke and the stent dislodged. The lesion being treated was located in the left main and circumflex arteries. The physician was attempting to advance a 2.25x24mm promus premier stent delivery system (sds) to the target lesion when the sds became stuck in the lesion and the shaft broke. Upon removal of the sds the stent dislodged. The procedure was completed by advancing a non-bsc guide wire and a balloon catheter to the undeployed stent and inflated it multiple times. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).